Manufacturer narrative:
The surgery was a complex cataract surgery with lens implant. The ring entangled with the iol complex. The ring was cut and partially removed. No follow-up procedure is scheduled at this time.

Event description:
During a complex cataract surgery, the malyugin ring entangled with the iol complex. The malyugin ring was cut, and half of the ring was removed, the other half was left in the eye. There will not be a follow-up surgery scheduled at this time. Patient status is unknown at this time due to confidentiality requirements at the facility.